Manufacturer narrative:
The cause of the event was most likely due to patient factors. Attempts to retrieve additional information were unsuccessful. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
There is no investigational evidence the surgical valve prematurely failed. Attempts to retrieve additional information were unsuccessful.

Manufacturer narrative:
Additional narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a carpentier-edwards perimount valve implanted in the aortic position was placed under consideration for a valve-in-valve (viv) procedure after an implant duration of approximately 18 years and 1 month due to mixed stenosis and regurgitation.